Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the biliary during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon was broken when attempted to be inflated. A video submitted by the customer shows that the balloon had a pinhole. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code 1504 captures the reportable event of balloon pinhole. Block h10: investigation results: a visual examination of the returned complaint device found the balloon did not show visual defects and looked normal. No damage was found on the catheter of the device. Functional evaluation was performed and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole located at the distal section on the body of the balloon. This failure is likely due to factors or conditions related to procedure, such as handling or manipulation during the during initial use or during procedure that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the biliary during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon was broken when attempted to be inflated. A video submitted by the customer shows that the balloon had a pinhole. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.